Event description:
It was reported that during an "lc" procedure, the doctor found the pt was bleeding. The doctor converted to open immediately and finished the procedure. The staple was no formed completely. The pt is fine after the o.r.